Event description:
The user facility reports one incident of a needlestick that occurred at termination of treatment when needle was being removed from the pt's left upper arm cannulation site. When nurse attempted to remove needle, the pt jumped and caused the needle to dislodge before the safety device could be engaged. Nurse was administered post-exposure prophylactic medication. This MDR is submitted per FDA needlestick guidance issued on 11/12/2002 which states that "if a person who is exposed to infectious materials via a needlestick..is subsequently treated medically or surgically...then the event becomes reportable.." Requiring submission of an MDR serious injury adverse event report.